Event description:
During a endopylotomy procedure, the customer reported the acucise catheter balloon ruptured. The dr activated the catheter for an initial cut and the catheter performed well. A second activation was initiated when the balloon was filled with reno, the image disappeared. The catheter was removed and an attempt was made to inflate the balloon at which point it was noted that the balloon had ruptured at the end.